Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the prescription paper was not refilling, and the supply was not printing on the pick and refill reports. A technical support specialist (tss) accessed the server and reviewed the refill minimum configuration on the affected device, where it was identified that the stockout destination printer was not configured. The tss advised configuring the printer, however the issue persisted. The tss then guided the process to unload, unpend, and pend the load again, and further identified that the medication class was not configured in the pharmacy formulary. After configuring the medication class, the issue was resolved. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was reported as the specified supply item did not print on the pick and refill reports. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was reported as the specified supply item did not print on the pick and refill reports. However, there were no delays or adverse events or injuries reported based on this event.